Event description:
Report received of a broken tip after removal from the pt. The arteriotomy was closed with a perclose a-t device. The operator was attempting to deliver the knot with the suture trimmer. It was reported that the knot was "not traveling down the suture as it should." The operator decided to remove the suture from the suture trimmer. Upon removal from the tissue tract, it was noted that the tip was separating from the rest of the device. The broken piece was outside of the pt. A second device was used to deliver the knot with success. The arteriotomy was closed and hemostasis was achieved. The pt was discharged. There was no report of an adverse pt event.